Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer had experienced blood glucose levels in the 500's (mg/dl) for most of the day. The customer stated they were uncertain if the pump was working correctly. The customer administered a manual injection. Subsequently, the pump reset unexpectedly. Customer's blood glucose level had stabilized to 176 mg/dl. Reportedly, the customer has manual injections available as alternate insulin therapy.

Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and different issues were identified. There was no failure detected related to the high blood glucose event.